Event description:
It was reported by the patient that they were feeling exhausted for a couple of days and they questioned if it was related to their pacemaker. It was noted that the patient had a clinic visit the prior month and the device tested ok. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.